Event description:
Olympus was informed during a reprocessing in-service that the user facility was not reprocessing the auxiliary water channel in accordance with the directions for use. An olympus endoscopy support specialist has provided in-service training to the facility staff and reviewed the appropriate reprocessing of the device. No pt infection of cross-contamination was reported.

Manufacturer narrative:
The device reference in this report was not returned to olympus for eval. A review of the instrument history indicated that the device has not yet been returned to olympus for service ever since the user facility purchased the device on (B)(6) 2010.